Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07926, related manufacturer reference number: 2938836-2020-07927. It was reported that the right ventricular lead exhibited high capture threshold. The implantable cardioverter defibrillator had no malfunction. The entire system was removed for inferior vena cava scaring and occluded svc. The physician was not sure what caused the scar and could have been caused by the leads. The patient was stable.